Manufacturer narrative:
Mw5089907. The device was manufactured between march 24, 2019 - march 26, 2019. The three (3) actual samples were received for evaluation. All bags were sliced across the top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which observed a spike port cap leak at the base of the spike port tubing of all samples. The reported problem was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the spike port. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available